Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (great than 145 ohms). The device remains implanted. No adverse patient effects were reported. Additional information was received, a technical service (t/s) consultant reviewed the available device data. T/s recommended lead integrity testing, and consider performing a 1.1 j shock to verify lead integrity in the near future. The device and lead remain implanted. No adverse patient effects were reported. .